Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The lot number was provided. A lot history trending review was performed and there are no similar complaints for this lot number. The device involved in this event has not been returned, no evaluation provided. The possible root cause of this complaint cannot be determined; the device was not returned for evaluation.

Event description:
It was reported the coil prematurely detached during use on patient/during placement. No patient injury reported.